Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse with supplemental information by a physician from (B)(6) sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy.on (B)(6) 2010, the patient experienced cloudy dialysate. In (B)(6) 2010, the patient received remedial treatment with cefazolin (1g, daily). On (B)(6) 2010, the symptoms resolved and the sterile peritonitis was considered resolved. On (B)(6) 2010, remedial treatment with cephacolin was stopped. Extraneal and nutrineal were continued without change.